Event description:
Dexcom was made aware on (B)(6) 2023 that on (B)(6) 2023 , the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported a skin reaction seven days after the sensor was inserted into the abdomen. The patient developed itching, redness, inflammation, pimples, blisters, drainage, pustules, rash, and infection under the entire sensor patch footprint. The patient consulted and sent photos to her healthcare provider who prescribed an oral antibiotic (cephalexin, 500mg). Following treatment, the skin reaction has resolved. At the time of contact, it was indicated that the patient was doing better. No additional event or patient information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).